Event description:
It was reported that the cardiosave inta aortic balloon pump(iabp) alarm loop was leaking before the equipment was used, and other equipment was replaced in time. There was no patient involved.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse replaced the pneumatic interface module (0997-00-1178). The unit passed all functional and safety tests and was returned to customer.